Manufacturer narrative:
.

Event description:
Customer reported allergic reaction symptoms of asthma, chest pain, heart trouble, dizziness, headache, nausea, chest tightness, lost voice, and edema of the throat when working with cidex opa. The customer reports that she does not experience these symptoms, when not in the room, where the cidex opa is used. She is currently taking prednisone. Advair, singular and albuterol for her symptoms. She is waiting for allergy testing.